Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
During an arthroscopic shoulder repair the surgeon observed some "white powder and or flakes" emanating from the healix awl and falling into the body. The surgeon flushed out the area and the procedure was concluded successfully without further incident or harm to the pt.